Manufacturer narrative:
An event regarding left leg was longer than his right (limb length discrepancy) involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: no clinical follow-up between (B)(6) 2009 and an orthotic note of (B)(6) 2017, no description of measured leg length discrepancy or x-rays consistent with lengthening due to the left total knee arthroplasty, and no documented examination or follow-up x-ray or complaints of pain, either in the left knee or back, as noted in the event description are available. There is no evidence that factors associated with the total knee arthroplasty components design, manufacturing or material are responsible for the complaints noted in the event description on this patient. Product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event of left leg was longer than his right (limb length discrepancy) was not confirmed nor the root cause determined. Based on the clinicians review, no clinical follow-up between (B)(6) 2009 and an orthotic note of (B)(6) 2017, no description of measured leg length discrepancy or x-rays consistent with lengthening due to the left total knee arthroplasty, and no documented examination or follow-up x-ray or complaints of pain, either in the left knee or back, as noted in the event description are available. There is no evidence that factors associated with the total knee arthroplasty components design, manufacturing or material are responsible for the complaints noted in the event description on this patient. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called and stated that he had his left knee replaced. From the get go, he complained to his doctor that his left leg was longer than his right. The doctor said no. Patient started experiencing pain and back pain. Patient went to a pain specialist and he told him that his left leg was definitely longer.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon symmetric x3 patella; cat# 5550-g-319 ; lot# 950d, triathlon prim cem fxd bplt #5; cat# 5520b500; lot# sl6np, triathlon ps fem component, cemented; cat# 5515-f-501; lot# yhec. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
Patient called and stated that he had his left knee replaced. From the get go, he complained to his doctor that his left leg was longer than his right. The doctor said no. Patient started experiencing pain and back pain. Patient went to a pain specialist and he told him that his left leg was definitely longer.